Event description:
IV attempt in rac (right antecubital). Needle placed and at time of advancement, the catheter split into two. IV needle and catheter removed.detail: poked through the skin, advanced until I noted "flash" and advanced the catheter (which felt tight). Once I noted the flash, I did not advance the needle only the catheter. I did not "hear" or "feel" the lock of the needle being retracted when we noticed blood coming from site. Thought that it was from the actual IV site and noted it to be coming out of the catheter just above the hub. Entire needle and catheter removed from patient. No hematoma, blood pooling, or injury to outside of IV site noted on patient.